Manufacturer narrative:
(B)(4). Date of initial report : 12/14/2015. Date of follow-up report : 07/27/2016. One used lf1537 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was activated multiple times on porcine kidney samples, pressing the button in various locations on a range of vessel sizes to detect any activation issues. Activation was also tested at each stop of the rotation knob. All seal cycles were completed satisfactorily, and a visual seal effect with an end tone was observed for each application. The investigation found the device to function normally and within specifications. A review of the device history records could not be performed because a lot number was not provided.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device did not provide hemostasis during the procedure. There was no injury to the patient.